Manufacturer narrative:
Attempts are being made to obtain additional info from the reporter. The device is being evaluated and a supplemental report will be submitted upon completion of the evaluation. (B)(4).

Event description:
Patient stated that the catheter and adapter had separated, resulting in bleeding.